Event description:
Patient reported obtaining a blood glucose result of 271 mg/dl while using the suspect device. Based on this result, patient reportedly delivered 10 units of insulin lispro, after which patient reportedly went to the store. Patient stated that, on the way to the store, she began feeling symptoms of hypoglycemia and self-treated by eating candy. Patient stated that 11 minutes after obtaining the result of 271 mg/dl, she lost consciousness in the store and began having seizures. Emergency medical services were contacted on patient's behalf, and upon their arrival, patient's blood glucose reportedly measured 34 mg/dl on paramedics' device. Patient stated that she was likely treated with orange juice and sugar; however, she was not sure of exact treatment administered. Patient stated that prior to paramedics' departure, her blood glucose measured 60 mg/dl (on paramedics' device). No additional treatment was received. Quality control testing had not been performed on the suspect device. At the time to the report, patient no longer had the test strips in use at the time of the event.